Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. It was determined that it had no power and it did not function. It was noted that there was an unknown liquid found internally and the electric motor and electronic control unit assembly was damaged. The assignable root cause was determined to be due to immersion during cleaning, sterilization, and/or maintenance as procedures were not followed as per directions for use. This was further defined as user misuse and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the electric pen drive device had no power. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.